Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that during testing it was noted the device would not discharge on battery power with the battery not charging with the screen showing a battery energy as low. There was no patient involvement.